Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation, rectocele, and stress urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that due to mesh erosion, protrusion, pain and infections the patient underwent mesh removal on (B)(4) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03349. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: (07/11/2016). It was reported that the patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) md due to mesh erosion.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) md due to mesh erosion .